Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and their relative. They reported experiencing an electronic discharge from their device on (B)(6) 2024. They stated that it needed an adjustment and they were warm connected with patient services.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that information was received a patient, regarding an implantable neurostimulator. The patient reported feeling cramping like pain in their abdomen and leg, similar to an electric charge, which occurred on saturday-night / sunday morning. The patient mentioned that another person sleeping with them felt an electrical discharge from the knee down. This person had used a therapeutic belt with stones before going to sleep. The patient asked if the belt could affect the implant and whether the electromagnetic field could be influenced a couple of hours later, as they felt the sensation early the next morning. Patient also mentioned that they saw their hcp recently and they increased the strength of the therapy from 1.2 to 1.6 but everything was ok until they felt that cramping. The agent guided the caller through checking for electromagnetic interference. The troubleshooting steps taken during the call resolved the issue. Patient redirected with healthcare provider.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.